Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation

Event description:
It was reported that the pump battery was observed to be jumping around. The battery gauge dropped from 25% to 5% while connected to a power source. Customer reported blood glucose (bg) was 60 (mg/dl). The customer consumed fruit snacks to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received.